Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited an increase in thresholds and pace impedance. It was suspected that the ra lead had fractured. Boston scientific technical services (ts) was contacted for assistance and reviewed electrograms. Ts discussed cause of increased thresholds and pace impedance measurements, including possible lead dislodgement. Ts also noted possible atrial loss of capture. The root cause of these observations has not been identified. The device output was increased and the plan is to continue monitoring the patient. No intervention planned at this time. This device remains in service. No adverse patient effects were reported.